Event description:
The biomedical engineer (bme) reported that the patient data from different patients is being sent to another patients emr record. In the emr for bed 1013 in group ICU-2 mrn: (B)(6), the a-line and the art line are coming from a different patient who is not on this bed. They do not know where it is coming from and neither does the nurse. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patient data from different patients is being sent to another patients emr record. In the emr for bed 1013 in group ICU-2 mrn: (B)(6), the a-line and the art line are coming from a different patient who is not on this bed. They do not know where it is coming from and neither does the nurse. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns. Bedside monitor 1013. Model: (B)(4), sn: (B)(4). Bedside monitor 1015. Model: (B)(4), sn: (B)(4).

Event description:
The customer reported that patient data from one patient (a-line and art lines) were sent to another patient's emr record. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that patient data from one patient (a-line and art lines) was sent to another patient's emr record. No patient harm was reported. Investigation summary: the issue of the vitals getting mixed up in the customer's emr was resolved after disabling the zm-view setting on the bedsides. Zm-view is used to monitor patients on telemetry devices. As the patients in this event were not reported to be connected to telemetry devices, it was likely that having this option on while not being used was causing interference with the reported bedsides. The root cause is related to incorrect settings and possible use error or workflow issues. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the cns: bedside monitor 1013: model: bsm-6701a sn: (B)(6). Bedside monitor 1015: model: bsm-6701a sn: (B)(6). Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative corrected information: e2: health professional? Corrected the selection to "no."

Event description:
The customer reported that patient data from one patient (a-line and art lines) were sent to another patient's emr record. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates: d1 brand name: corrected the brand name from cns-9700a to mu-971ra. D4 additional device information / model #: corrected the model # from cns-9700a to mu-971ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.